Event description:
It was reported that during a da vinci-assisted urology nephrectomy surgical procedure, the customer reported to technical service engineer (tse) that there was an issue with the integrated electrosurgical unit (iesu). Tse viewed the system event logs and confirmed error c-34. The customer stated that an error c-34 was showing on the energy device display. The customer stated that the monopolar and bipolar instruments did not work. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and during power-on test, the error c-54 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. To determine the root cause, the unit was returned to the OEM for additional failure analysis and for potential repair. The complaint was confirmed based on the failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.